Event description:
An aneurx stent graft system was inserted into a patient for the endovascular treatment of a 5.6 cm abdominal aortic aneurysm. Vessel morphology the iliacs had mod to severe (but not circumferential) calcium bilaterally with mild to moderate tortuosity and proximal iliacs had an 80 degree angulation coming into the distal aorta. It was reported that the physician used sequential dilators, 14fr, 16fr, 20fr without difficulty. It was reported that the physician has difficulties advancing the stent graft to the intended site and removed the delivery system from the patient. The physician inserted a 22fr dilator which could not be advanced above the aorto-iliac bifurcation; upon removal of the 22 fr dilator and distal common iliac artery at the level of the iliac bifurcation was perforated. The physician elected to leave the dilator in the iliac artery and a reliant balloon was placed and inflated up the contralateral side below the renal artery. The physician performed a right retroperitoneal incision in an attempt to sew in a conduit however, there was no appropriate place to sew in a conduit due to the amount of calcium in the vessel. The physician elected to convert the patient to open surgical repair. No additional clinical sequelae were reported and the patient is fine.